Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump "failed". No additional information was provided by the customer. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.